Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference number 3002808486-2020-00012. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, unable to retrieve, tilt, anxiety, pain, dyspnea, emotional injury, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, pain, dyspnea, emotional injury, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 due to thromboembolism. Patient is alleging tilt, vena cava perforation and device unable to be retrieved. The patient further alleges anxiety, sharp pain, shortness of breath, emotional injury, physical limitations. Per a (B)(6) 2019, CT of the abdomen and pelvis: ¿the inferior vena cava is of normal caliber. There is an inferior vena cava filter of 5.5cm in length with its hub at the level of the junction of the left renal vein with the superior vena cava. The longitudinal axis of the filter is tilted 7-degrees to the left side of the inferior vena cava. The left lateral strut perforates the left lateral wall of the inferior vena cava and advances caudally 9mm outside of it, between the abdominal aorta and inferior vena cava, touching with its distal tip the right lateral wall of the abdominal aorta and slightly indenting the wall. The right lateral strut perforates the right lateral wall of the inferior vena cava and advances 4 mm outside of the inferior vena cava, caudally. The anterior strut perforates the anterior wall of the inferior vena cava and advances outside of the inferior vena cava 5mm, touching the posterior wall of the transverse colon. The posterior strut perforates the posterior wall of the inferior vena cava and advances 9mm outside of it in a caudal direction with its tip touching the anterior aspect of the disc between the bodies of l3 and l4. There are a total of 8 struts and the 4 struts not specifically mentioned above are within the lumen of the inferior vena cava. The inferior vena cava filter is not disorganized.¿